Manufacturer narrative:
It was reported that a service engineer evaluated the device and replaced the user interface assembly. The system meets the specification for the performed service and is returned to use.

Event description:
Philips received a complaint by the customer on the v60 indicating that the unit was plugged into ac power, the unit turned on by itself then later turned off by itself. When the unit turned on it was not able to be turned off. The customer changed out the power cord, but the problem persisted. The leds on front panel are illuminated and the issue also occurs when battery is disconnected from unit. It was reported there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised customer to make note of leds illuminated on the front panel when plugged in, then disconnect battery and see if issue repeats. The customer acknowledged this. The customer then requested onsite service for repair. User interface pcba replacement was recommended.